Event description:
A 6mm and 14mm amplatzer septal occluder's (aso) were implanted into two different defect holes, with the 14mm aso sandwiching the 6mm aso with good closure of the defects. The following morning, an echocardiogram revealed the 6mm aso had rotated and was perpendicular to the 14mm aso. Both devices appeared to be stable, but a residual defect was observed between the devices. The decision was made to surgically remove both aso's. At the time of surgery, the 6mm aso was confirmed to have rotated into a malpositioned location. No complications were noted during surgery and the patient's defect's were closed successfully. Reference MDR # 2135147-2012-00128 submitted for the 14mm aso.

Manufacturer narrative:
The amplatzer septal occluder (aso) associated with this event was not returned to sjm for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Based on the information received, the cause of the reported event could not be conclusively determined. Not returned to manufacturer.